Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has had fluctuating blood glucose levels. The patient stated that the blood glucose levels were 129 mg/dl, 149 mg/dl and 166 mg/dl. The customer was advised to speak with her health care provider. No further information was provided.